Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements on this right ventricular (rv) lead, which led the crtp to trigger a lead safety switch (lss). It was noted that this rv lead also exhibited myopotential oversensing. The health care professional (hcp) called technical services (ts) for further review of the stored data. Upon, review, technical services (ts) noted asystole due to pacing inhibition from the myopotential oversensing. Ts recommended the hep to schedule the patient for a in person clinic visit to further evaluate the lead. No additional adverse patient effects were reported. At this time, this product remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5152416.